Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed atrial pacing capture threshold was elevated and there was a p-wave amplitude measurement issue. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had no pacing capture and exhibited oversensing. It was also reported that the patient's right atrial (ra) lead had high pacing thresholds and undersensing. Both leads have been programmed off. A revision procedure for both leads is planned. No patient complications have been reported as a result of this event.